Event description:
Customer reported that he was hospitalized for high blood glucose and dka. Customer stated that the pump is shooting out insulin when he primes. Advised customer to disconnect and returned pump to minimed.